Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy. The bands started to bunch up at the end of the ligator cap. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy. The bands started to bunch up at the end of the ligator cap. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached, some of them were moved from their position and overlapped. Additionally, one band was noted to be broken. The ligator head teeth were damaged/bent. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, the bands on the ligator head were moved, and one band was broken. This suggests that the device could not deploy. A labeling review was performed and from the information available that the ligator shrink wrap was removed at the beginning of setup, this device was not used per the instructions for use (IFU)/product label. Removal of the shrink wrap before set-up, including user manipulation on the bands, could have disturbed the knots, consequently, dislocated the knots. Once the knots were dislocated, they could have encountered difficulties on releasing the bands and it is possible that these difficulties encountered during the deployment may have led the damage/bend on the teeth as observed and also it may have provided an extra tension that ended breaking one band as observed. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block h6 (device codes) has been updated.